Event description:
Additional information was received stating that the cause of non-detachment was not determined. No patient symptoms or further comp lications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of sfr-6-30, lotno:b393837 damage location details: the finger marker struts were found aligned within the introducer sheath. No damages were found with the introducer sheath. No bends or kinks were found with the solitaire fr pusher. No damages were found with the solitaire fr pusher marker coil. The stent was found to be still attached to the pusher. The detachment zone was covered by the glue dome and not exposed. The stent¿s non-working teardrop, middle working and working length struts were in good condition. No other anomalies were observed. Testing/analysis: the solitaire fr stent device was pushed out from within the introducer sheath without issue. Due to its damaged c ondition, the solitaire fr stent device could not be used for detachment testing. Conclusion: based on the device analysis and reported information, the customer's "non-detachment" report was confirmed. As the detachment zone was covered, this would not allow proper detachment of the stent. Advancing against resistance to the device can cause the marker coil to push up against the proximal marker and cover the detachment zone. Therefore, the root cause for the reported event was determined to be use related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a thrombectomy for middle cerebral artery occlusion was performed, combined with stenosis, the stent could not be deployed. It was reported the  sfr-6-30 could not be detached. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was noted the patient's vessel tortuosity was minimal. Stroke onset to reperfusion time was 3 hours.